Event description:
I have debilitating complications from lasik surgery. Severe and constant eye pain, severe dry eye, my eyes now have severe reactions to wind, air, heat or air conditioning, and I can not wear makeup as the dust/fumes create pain and tearing. I am unable to spend prolonged time at a computer screen or read without suffering eye pain. I am unable to work outside the home because of these issues. My life has been changed for the worse due to the surgery. I suffer from fibromyalgia-and did at the time of the surgery-and most like undiagnosed dry eye. The potential complications of the surgery were not made clear, and there was surely not sufficient screening considering my pre-existing conditions. The whole process in the doctor office was unlike a manufacturing production line atmosphere. From the interview to the actual process, it was unlike any other surgery. Very production/through put oriented at all levels.